Event description:
Customer stated that he has been experiencing some lost sensor alerts about twice per week during the night. He believes these are occurring because he sleeps on the sensor. Customer stated that he began taping the pump to his body at night because these alarms were becoming more frequent. Customer stated that his current insulin pump and sensor are improvements compared to his previous insulin pump. Customer also stated that although his readings may be a little off once in a while, he enjoys the trending on this sensor and is always able to gauge his sugar levels. Blood glucose level at the time of the call was not provided. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.